Event description:
Kestra customer care called the patient following the receipt of an assure assist notification but was unable to reach the patient, emergency contact, or dispatch ems without location confirmation. According to the device event log , the patient received the therapy shock on (B)(6) 2023 at 12:26 a.m. There was no serious injury reported. However, an undiverted shock to a conscious patient could result in serious injury.